Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge was not properly loading onto the pump. There was no reported impact to the customer's blood glucose level. Multiple follow up attempts were made to troubleshoot with the customer; however, tandem's technical support was unable to reach the customer.